Manufacturer narrative:
Results - load cell.

Event description:
It was reported by service report that the scale was not weighing correctly. No patient involvement or adverse consequences are reported.